Event description:
It was reported the device had a error base not responding/system failure audible alarm test/acu watchdog failure. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the DHR review. The device was received with both seal were intact. The top and bottom cases are in excellent condition, cracked right plunger case and no visible contamination. 1. Base not responding in error history log 2. Primary audible alarm background test found in ehl and acu watchdog failure found in ehl as sympathy alarm to primary alarm. Power up and performed infusion / occlusion test. 1. Non -issue. 2. Unknown. According to trouble shooting chart page # 55 on mf4000 service manual doc# as10014940-001 background self-test sensed no current flowing in the primary speaker. The root cause was 1. Non-issue. Advisory alarm caused by user powering the pump off within 5 sec after powering the pump on during the self test process. 2. Unable to determine. No external damage or contamination to interconnect board or speaker. Glue was intact on inter connect flex cable j9 connector the manufacturer 1. No action/repair done. 2. Replaced speaker as preventive measure. Power up process and all the functional tests passed.